Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the tamper seal missing. The event history log showed that various alarms were recorded. The pump's power up process was tested and functional testing was performed. The findings revealed that the customer ran unit until it died, powered it back up and ran it again until it died (4 times). No indication in history of battery change or ac being used when this happened. There's no corrective action preformed at this time as the batteries were chanced and the unit operates as it should.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41622. No adverse effects were reported.